Manufacturer narrative:
Updated field: b4, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 correction field: b5, d1, d4 catalog number, version/model number, UDI number, expiry date, serial number should be empty, d8 should be empty, d10, g4, h4 according to the customer, the received product was a sensation plus iab, and the manufacturing and expiration dates were updated during integration. On october 28, an alarm indicated an iab catheter restriction, and no blood entered the pump. The pump¿s serial number was (B)(6), and a sensation 40cc catheter was used. Earlier, on october 24, the customer reported an iab catheter restriction alarm, which led to therapy being stopped and the iab removed without inserting another. The balloon had been shipped on october 14. The event occurred approximately 72 hours after therapy began on september 28 and ended on october 1. The iab was in use for 72 hours, and the failure did not occur during patient movement. The provided pressure tubing was used, and the insertion type was femoral with a normal aorta condition. The catheter will be returned, and no injury or death was reported. Blood was observed in the extension tubing, but it did not enter the pump, pending verification. An audible alarm for an iab leak was noted, and no new iab was inserted to continue therapy. The customer concluded that the catheter developed a leak after several days of use. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between the catheter and sheath. The 7.5fr maquet sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing 76.2cm and 42.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing were performed and a leak was detected on the membrane approximately 23.6cm from the iab tip. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was repo rted that sensation plus 40cc balloon catheter had leak after several days (72 hours) usage, there was no patient harm or injury reported. Catheter alarm was: iab catheter restriction. Blood in extension tubing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that sensation plus 50cc balloon catheter had leak after several days (72 hours) usage, there was no patient harm or injury reported.